Manufacturer narrative:
The reported event is confirmed as manufacturing related. Two photos were received for evaluation. The first one showcases the three way all silicon catheter and syringe, the second photo zooms into the deflated catheter balloon and tip. It was also received one three-way all silicone foley catheter and syringe. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Returned syringe was connected and after 10 minutes only 1 ml was returned, inhouse syringe was connected and no solution was returned. Catheter inflation valve was replaced with the inhouse valve, when the returned syringe was connected an additional ml was returned only, when the inhouse syringe was connected no solution was returned. Balloon was dissected and it was found the inflation notch not fully perforated, there was the perforation mark however no hole was evidenced. The shaft was squeezed, and it was evidenced small drops coming out of the inflation notch indicating that it was partially perforated but not fully. This is out of specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." The root cause is current equipment used to perform the notch perforation needs to be improved or implement a new equipment to perform the notch perforation. Defects that were reported: incomplete perforation on notch and notch not perforated are related to the notch perforation process. DHR review is not required. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water did not come out of the foley catheter during pre-test.